Manufacturer narrative:
Product code = dqx. (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It was reported that treatment of a severely calcified chronic total occlusion (cto) lesion in the right anterior tibial artery (ata) was performed using a contralateral approach from the left femoral artery. An unspecified guiding sheath was advanced to the distal part of the superficial femoral artery (sfa), and the approach cto microwire wire guide and another manufacturer's micro catheter were attempted to be passed together through the calcified cto lesion. Upon reaching the middle portion of the cto lesion, torque was unable to be applied and the wire guide seemed to be trapped in the calcification. The physician removed the wire guide, and noted that the tip had been elongated. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the dimensional verification, complaint history, device history record, instructions for use (IFU), quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The returned device was a representative sample from the same lot. The actual complaint device was not returned. The visual inspection of the returned device confirmed that all measurements were within specifications. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were two other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.